Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were not sure if they received a non-rechargeable or rechargeable implant and they did not know how to use the external devices. Patient stated no one show them how to use the devices and she was not sure what to do. Patient stated they have a follow up appointment on thursday. Patient stated they were rear ended last night and they were having excess pain that they didn't have above the stimulator since having the accident last night. Patient said they were thinking about going to the hospital today because they were getting more pain. Patient asked if it was possible that something has shifted in the body. Patient stated after the accident last night they were not feeling the buzzing feeling like they did before, the buzzing feeling was not as strong as it was before. Patient will maintain stimulation level and will continue to track symptoms. Agent asked patient to connect with the external devices and handset shows therapy was on, handset 5% and plug into the outlet charging, communicator 60% charged and navigated the handset to get ins serial. Agent reviewed patient have a non rechargeable implant. The external devices were functioning as intended. Agent sent email to patient registration services (prs). Reviewed device / therapy information and recommend patient consult with healthcare provider (hcp) ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.